Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer adjusted the rinse mechanism. The reaction cells were cleaned due to buildup caused by overfill of the detergent. Mechanical checks were run and no issues were observed. Precision studies were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with the na electrode on a cobas 6000 c (501) module. The customer stated they had unspecified issues on the analyzer after preventive maintenance was performed. The customer stated that ise controls were acceptable, so they started testing patient samples. The customer provided examples of four patient samples with discrepant na results. The samples were repeated due to critical values being measured for a few samples. The samples were repeated on a second analyzer and these values were deemed correct. The first sample initially resulted in a na value of 171 mmol/l and it repeated as 140 mmol/l. The second sample initially resulted in a na value of 160 mmol/l and it repeated as 136 mmol/l. The third sample initially resulted in a na value of 154 mmol/l and it repeated as 134 mmol/l. The fourth sample initially resulted in a na value of 155 mmol/l and it repeated as 145 mmol/l.